Event description:
Instrument failure - while broaching, the shell broke off and the screw remained in stem.

Manufacturer narrative:
Corrected data: correction in lot number. Lot number was change from lot # 224343l01 to lot # 224643l01. Manufacturer narrative: the reason for this complaint was to report while using the instrument in broaching, the shell broke off and screw remained in stem. This event occurred during surgery near the patient. There was another suitable device available, the incident did cause a 2 minute delay in surgery, however, surgery was completed as intended, there was no risk to the patient and the instrument was inspected prior to surgery and was found to be acceptable. The instrument was returned on (B)(6) 2017. When this incident occurred, the instrument had been in service for approximately 6 months. Examination of the returned humeral socket shell trial shows the screw shaft broken off of at undercut below the head, confirming the complaint. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. Review of complaint history indicates: to date, (B)(6) 2017, 30 complaints have been reported against this part number: 10 for a missing retaining clip and 20 for a broken screw. Of the 20 with broken screws, 11 of them are for this lot number. Per (B)(4) the root cause for failure mode broken screw is design: hex drill point and depth not controlled leading to thin wall condition.

Manufacturer narrative:
Correction: final quality assurance check noted: to clerify, the failure happened during broaching. Therefore the screw would have broken off in the broach and not left in the patient. The stem implant is not in place at this point in the surgery.